Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that a patient underwent a laparoscopic supracervical hysterectomy in (B)(6) 2002 and a morcellator was utilized. The pathology revealed leiomyosarcoma. In 2003, the patient had an invasive surgery to remove cancerous cells throughout the abdomen. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2002 and a morcellator was utilized.

Manufacturer narrative:
Additional narrative: pathology results following the (B)(6) 2002 procedure revealed the patient had low grade endometrial stromal sarcoma. In (B)(6) 2003, the patient underwent an invasive surgery to scrape cancer cells from the abdomen. The patient is on a progestin hormone to treat her symptoms to prevent the cancer from metastasizing, for the rest of her life.